Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse evaluated the reagent syringe and found no issues. The fse confirmed a leak from reagent probe b and determined that the cause was due to the reagent probe b collar wash valve. The fse replaced the valve and no further leaks or issues were observed. Failure mode of the leak is attributed to the reagent probe b collar wash valve. (B)(4).

Event description:
The customer reported observing liquid on the reagent cartridges of the unicel dxc 600 synchron system. The customer discovered the liquid during troubleshooting for multiple qc (quality control) failures involving cc (cartridge chemistry) tests. The customer found that the reagent syringe was slightly loose and proceeded to tighten the syringe. The customer stated that no maintenance had been performed on the instrument immediately prior to the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves while troubleshooting and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.